Manufacturer narrative:
Block h6 device code a040609 is being used to capture the reportable event of needle shaft bent. Device evaluation block h11 the overstitch nxt was returned with the anchor exchange. A visual and microscope inspection was performed and found the needle shaft bent. Media analysis was also performed. The documentation attached includes some pictures where it can be observed the device into the pouch with the device label information with the upn and batch number. Additionally, it can be seen the needle shaft bent. There is enough evidence to confirm the reported event of needle shaft bent. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the probable cause selected is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event. Most likely procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device. The evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during a procedure on (B)(6) 2025. Prior to the procedure, it was observed that the needle shaft was bent. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code: a040609 is being used to capture the reportable event of needle shaft bent.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during a procedure on (B)(6) 2025. Prior to the procedure, it was observed that the needle shaft was bent. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.